Manufacturer narrative:
A field service engineer (fse) observed carryover in automated mode only, not in manual mode and replaced the primary aspiration needle, but this did not correct the reported issue. The fse ordered and replaced the bsv (blood sampling valve) and primed new diluent to resolve the reported issue and the carryover issue he previously observed. The instrument was verified and validated. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported that the 5c cell quality control (qc) run on a coulter lh 780 hematology analyzer had been failing on white blood cells (wbc). The customer opened a new control vial and wbc was still failing, troubleshooting was unsuccessful, and field service was dispatched. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.